Manufacturer narrative:
Additional information received from the local area sales representative indicated that the plan was to monitor the patient. Rv pacing impedances had decreased back to less than 2000 ohms and the greater than 2000 ohms appeares to be an intermittant issue. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the patient was brought in and nips (non-invasive programmed stimulation) was performed. The pacing impedances were within normal limits. There were no plans for additional intervention. The physician planned to monitor the patient.

Manufacturer narrative:
Additional information received indicated that the impedances continue to remain intermittently greater than 2,000 ohms. There are no plans for additional intervention at this time and the issue plans to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.